Manufacturer narrative:
Investigation summary: it was reported a nurse was poked in the right palm with a needle that was protruding from packaging. To aid in the investigation, three photos were provided for evaluation by our quality team. The third photo shows a shelf box label. No other defects or imperfections were observed. A device history record review was completed for provided material number 305106, lot number 1335483. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed. Probable root cause: it could be possible that the cannulator feed more then one cannula inducing the symptom reported and not detected in the next processes.

Event description:
It was reported that the bd precisionglide¿ needle pierced through the unit packaging. The following information was provided by the initial reporter: "needle was protruding from the packaging."